Event description:
Dimensional discrepancy. The femoral component #6, the tibial component #6, and the insert #5-8 were placed, then it was found a gap about 0.2mm-0.5mm between the tibial component and the insert.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (dimensional discrepancy and (B) (4)).